Manufacturer narrative:
**Device related data quality updates only** the UDI information is not available since the device was manufactured before 2015. A correction of field # d1 brand name, # d4 version or model #. D1 - brand name previous brand name: servo-s, corrected brand name: servo-s base unit. D4 - version or model # previous version or model #: servo-s, corrected version or model #: 6640440.

Event description:
Manufacturer¿s ref #: (B)(4).

Manufacturer narrative:
The ventilator was investigated by our field service engineer. The reported event could not be duplicated. The ventilator passed all functional and safety tests and was cleared for clinical use. Provided ventilator logs confirmed the reported alarms for high airway pressure but there are no technical error codes that indicate any ventilator malfunction at the time of the event. Successful pre-use checks were performed prior and after the event. The root cause of the reported event has not been determined.

Event description:
It was reported that the ventilator generated alarms for high airway pressure. There was no patient harm. Manufacturer¿s ref #: (B)(4).